Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high lead outputs were depleting the cardiac resynchronization therapy pacemaker (crt-p) battery prematurely. The left ventricular (lv) lead was turned off and the output to the his lead was adjusted so that output would not automatically be increased. The crt-p and leads remain in use. No patient complications have been reported as a result of this event.